Event description:
It was reported that the ventilator had an issue with pressure transducer. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue with pressure transducer. Identification of issue has been done by analyzing problem description and service report. The problem was reported to competent authority in abundance of caution, based on the initial information, as it may has underlying causes that may affect essential functions. Further evaluation revealed that the issue was related to pressure transducer test failure during pre-use check. It was confirmed by the technician that the problem was not reproduced during on-site visit and no parts needed to be replaced. There was no patient involvement. The root cause to the reported issue has not been determined. The correction of fields h8 usage of the device and h6 adverse event problem and evaluation codes - health effect ¿ impact codes was required. This is based on the internal evaluation. Previous usage of device: unknown; corrected usage of device: reuse. Previous health effect; no health consequences or impact///2199; corrected health effect; no patient involvement///2645.

Event description:
Manufacturer's ref. #: (B)(4).